Event description:
During product evaluation, a flo-gard infusion pump was found to present an f-94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, a review of the service history, and a review of the alarm log were performed. The f-94 alarm was identified during the review of the alarm log and during functional testing. The cause of the condition was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.